Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress seems very likely. However, to determine an exact root cause device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The user came to the clinic for a follow-up appointment and to get a new battery frame. The parents reported, non-usage of the device for about 5 to 6 months due to a defective battery frame. Therefore, the user did not notice any changes in hearing performance with the device and was slowly moving towards lip reading. The user showed good benefit with the device before the event. The recipient has been re-implanted.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user came to the clinic for a follow-up appointment and to get a new battery frame. The parents reported, non-usage of the device for about 5 to 6 months due to a defective battery frame. Therefore, the user did not notice any changes in hearing performance with the device and was slowly moving towards lip reading. The user showed good benefit with the device before the event. The recipient has been re-implanted.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress seems very likely. However to determine an exact root cause device investigation would be necessary. No information on possible further steps has been received.

Event description:
The user came to the clinic for a follow-up appointment and to get a new battery frame. The parents reported, non-usage of the device for about 5 to 6 months due to a defective battery frame. Therefore, the user did not notice any changes in hearing performance with the device and is slowly moving towards lip reading. The user showed good benefit with the device before this event.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user came to the clinic for a follow-up and getting a new battery frame. The parents reported, non-usage of the device for about 5 to 6 months due to a defective battery frame. Therefore, the user did not notice any changes in hearing performance with the device and is slowly moving towards lip reading.